Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet, with sensor readings progressing from the mid-300 mg/dl range to ¿high¿ and remaining elevated for a couple of hours despite two full supply changes and subsequent site-only replacement; a bent cannula had been observed during an earlier change, and the user had consumed pizza with meal announcements prior to the event. Symptoms included feeling okay without signs of acute distress. Outcomes included device alerts for high glucose, no need for outside assistance, and no medical intervention. Investigation included guided troubleshooting, site change, and monitored follow-up demonstrating glucose trending down to 308 mg/dl and then to 239 mg/dl. Investigation of this case revealed that hyperglycemia resolved after site replacement and time on therapy, with an earlier bent cannula noted and a later removed infusion set appearing straight, so the specific cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.